Manufacturer narrative:
It was initially reported that the bed exit was not working. Follow-up submitted as the issue could not be duplicated by the service technician and no malfunction was found.

Event description:
It was reported via repair work order that the bed exit was not working. . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed exit was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.